Manufacturer narrative:
Lot # 2027228 was provided, but could not be verified without a material number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum was cracked and leaked. The following information was provided by the initial reporter, translated from chinese to english: when infusing the patient on (B)(6), 2023, water leakage was found at the connection between the infusion connector and the PICC catheter. The nurse was called to check. After inspection, it was found that the infusion connector was cracked and about 50ml of the patient's infused fluid leaked onto the bed sheet. The infusion treatment was immediately stopped. , continued treatment after replacing a new connector, apologized to the patient after treatment, and determined it to be an adverse event, which is hereby reported.